Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Healthcare professional reported ¿capsular contracture (baker grade unknown)¿, ¿serohemorrhagic effusion¿, ¿ effusion of 40cc without traumatism¿, ¿calcification on the device which has a reddish aspect in its globality, double hull¿. The device has been explanted. This record relates to the left side.